Manufacturer narrative:
The device was not returned for evaluation as the device remains implanted. Device history record (DHR) was reviewed and found the units were released to distribution with no deviations or anomalies. Complaint history review was performed and no further issues associated with this item/lot were found. Without the opportunity to evaluate the product, the complaint was not confirmed and root cause could not be determined. A summary of the investigation has been sent to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain.". Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent a femoral fixation procedure on (B)(6) 2012. Subsequently, patient reported pain, and underwent an exploratory surgery on (B)(6)2016. No problem was found with the implants and they were left alone. No further information was provided.